Event description:
Procedure type: unk. According to the reporter: the surgeon used two of the dlus on the procedure, and the staple formation was not satisfactory according to the surgeon. Two add'l dlus were used in the procedure. No pt injury. See (B)(4) for related ftr. There was no blood loss in excess of 250 cc nor was there any unanticipated tissue loss. The surgeon over-sewed the staple line and the operative time was extended by 34 minutes.

Manufacturer narrative:
(B)(4).